Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented to the clinic for a routine device check, lead noise was observed on the ra lead. Upon device interrogation, auto mode switch episodes were observed showing lead atrial noise. Noise was reproducible via isometric testing. No other electrical anomalies were found. Lead was capped on (B)(6), 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.